Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during basal delivery using multiple cartridges. Customer's blood glucose level was not impacted. Customer changed the cartridge and the alarm cleared. Customer resumed pump therapy.